Event description:
It was reported that cgm displayed error message and caller needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, did not see error again, and successfully started sensor session, with no further issues reported.